Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they need to increase the stimulation to obtain better relief. Agent walked patient through how to connect the handset and communicator to the implant. However, after connecting, the tutorial popped up and the therapy was off. Patient did not know about it and reported that neither they or the healthcare provider (hcp) never had connected with the implant before, that was the first time and they never had their follow up appointment. Patient was able to successfully connect, turn therapy on and increase the intensity to a 0.3. Patient confirmed stimulation in their bicycle seat area. Patient would maintain stimulation level and would continue to track symptoms. Guided patient to discuss with hcp medical concerns. Additional information was received from the health care professional (hcp). The hcp reported that the cause of the therapy being off determined was unknown. Patient was non-compliant with 3 office appointments since insertion on (B)(6) 2024. They reported that the patient had an office appointment pending for (B)(6) 2024 to evaluate the patient in person since operating room. The issue resolved was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.